Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Catheter occlusion-t-pa instilled and dwelled for 90 min. Patency restored. IV fluids restarted. Three hours later patient has leg swelling and repeat catheter occlusion. Dressing removed and kink in the catheter was discovered. Once unkinked the catheter flushed easily. Leaking noted at insertion site when flushed. PICC removed and a fracture was noted (external catheter length 6cm, fracture at 8cm).

Manufacturer narrative:
Inspection records, device history records and inspection of the returned sample were performed. The root cause of the failure could not be determined.